Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter after fixation. It was noted that prior to the procedure, there were difficulties docking the leadless pacemaker into the delivery catheter. The device was not used, and the procedure was discontinued. The patient was in stable condition.

Manufacturer narrative:
Reported events of separation failure and connection problem were not confirmed. Visual inspection found no anomaly was noted on the outer and inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.